Event description:
No additional information was provided.

Manufacturer narrative:
It was reported by customer that when the rn is connecting the syringe into the microbore ext set, the connector broke and create a powdery particle. No product or photo was returned by the customer. The customer complaint of adapter / connector defective / damaged could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model me2020 lot number 22129151 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # me2020 batch # 22129151 it was reported by customer that when rn is connecting the syringe into the microbore ext set, the connector broke and create a powdery particle. Verbatim rcc received a complaint via email. Email(s) attached chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4) customer (hospital) name: (B)(6) customer address: xxx contact name: xxx phone: xxx e-mail: xxx correspondence language: english cat# of product being complained: alme2020 description of product: set ext microbore n/dehp 60in 50ea/ca lot or s/n: (B)(6) complaint category: damaged / broken reportable: no incident date: 09 mar 2023 hospital complaint reference #: (B)(4). Details of complaint (reported issue): when rn is connecting the syringe into the microbore extension set the conector broke and create a powdery partricles. **customer indicated that they wish to be provided with the final results of this investigation. Please copy gmb-can-chc-complaints@cardinalhealth.com when sending to the customer.** complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has health canada been informed? Unknown qty affected: 3 ea samples available? No is customer requesting an rga?: no return qty: